Manufacturer narrative:
(B)(4). A baxter quality engineer performed an evaluation on an actual set. A visual inspection and functional test were performed on this sample. During the functional test, a block was confirmed on this set since this unit failed to a clear passage at 8psi. The cause of this condition is unknown. A batch review was conducted and there were no deviations found during the manufacture of this lot. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
Baxter's quality engineer reported a vented buretrol set in which there was a block in the cannula area of the set when performing a pressure test of 8 psi. There was no patient injury or medical intervention necessary. No additional information is available.